Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing detachment at the reservoir on (B)(6) 2025. The infusion set was in use for 40 hours. The blood glucose level was high and the patient was treated with insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010035, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010035 was manufactured according to the work instruction (wi) version 82 and packaging in the machine multivac 12 on 30-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k05687 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 29-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k05688 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 30-oct-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4k05689 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 30-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k05238 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 26-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4k05239 was manufactured according to the wi version 42 and manufactured in the machine 04-05-08, on 28-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.